Event description:
It was reported that the patient came into clinic for routine follow up with intermittent capture on the rv lead. This lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of intermittent capture failure could not be reproduced in the laboratory. Visual and electrical testing resulted in normal lead characteristics. No anomalies were found.